Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to re-implant of a new system, it was noted that the atrial lead was detecting noise causing some auto mode switch episodes and atrial noise reversions. The physician made the decision to replace the atrial lead. Stylet would not pass approximately halfway down the atrial lead. The screw was retracted and the lead was pulled out. A new atrial lead was implanted and connected with the rv and lv leads to a new device.

Manufacturer narrative:
External insulation abrasion was noted at 6.6-6.8cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.